Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was not completed with a force triad generator. The site wheeled in another da vinci xi vision tower to complete the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and error c-33 was confirmed in logs and observed during startup, while log review also recorded errors c-00. Visual inspection revealed a potential issue.

Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure using an xi system before surgical ports placement, a clinical sales representative (csr) contacted technical support to report c-00 errors on the integrated electrosurgical unit (iesu). The site had already rebooted the iesu prior to the call, but the error persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) then instructed a hard reboot of the iesu, which also did not resolve the issue. The caller ended the call to determine if a backup force triad generator could be connected to the system. The procedure was completed as planned.